Event description:
It was reported that while stimulation was turned on, a patient experienced no stimulation sensation on the right side of his leg. There was no known accident or incident related to this complaint. It was stated that this had started 2 weeks ago. The patient was getting coverage "in back" with the one program he currently had. This program used electrodes 5, 6, 7, 8. Simple bipole pair of electrodes 12 and 13 was used to see if the patient could feel any stimulation in his leg, however, he did not feel it. Reading impedances of >40,000 ohms was reported. All impedances with electrodes 10, 14, 15 were >40,000 ohms. With reference as electrode 0 impedances were as following: pairs 0-1 through 0-3 were around 900 ohms, 0-4 22,847 ohms, 0-5 through 0-8 were around 900, 0-9 38,000 ohms, 0-10 >40,000 ohms, 0-11 957 ohms, 0-12 12 ,000 ohms, 0-13 14,000 ohms, 0-14 >40,000 ohms, 0-15 >40,000 ohms. Three days later it was reported that electrodes 4, 12, 13, 14, 15, 16 had high impedances. It was stated that the patient hadn't fallen.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3998, lot # l89228, implanted: (B)(6) 2001, product type lead. (B)(4).